Event description:
It was reported that this artificial urinary sphincter (aus) has not been functional for a few months; however, the patient is not expected to undergo a surgery in the future due to their current state of health. No additional information was provided.

Manufacturer narrative:
Approximated based on event description, as the aus has not been functional for a few months.

Manufacturer narrative:
Event date b3: approximated based on event description, as the aus has not been functional for a few months. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that this artificial urinary sphincter (aus) has not been functional for a few months; however, the patient is not expected to undergo a surgery in the future due to their current state of health. No additional information was provided.